Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from (B)(6) of diarrhea, stomach pain and cloudy drainage in a patient coincident with dianeal pd4 ambuflex and extraneal vialflex therapies for peritoneal dialysis (pd). At the time of this report, it was not reported whether dianeal pd4 ambuflex and extraneal vialflex therapies were ongoing. On (B)(6) 2012, the baxter (B)(4) home patient representative contacted (B)(4) pharmacovilgilance (pv). The baxter (B)(4) home patient representative stated that on (B)(6) 2012, the patient experienced diarrhea, stomach pain and cloudy drainage. The patient was not hospitalized and did not receive remedial therapy with antibiotics. On (B)(6) 2012, the patient had a relapse and all the same symptoms reoccurred. Remedial therapy for the relapse of on (B)(6) 2012 was not reported. The patient had not recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.